Event description:
On an unknown date, the sales representative put a note on the implant and returned the product to zimmer spine. It was reported that during surgery the surgeon attempted to implant the two plates and struts and the surgeon was not able to completely engage them. The surgeon then explanted the implant. Additional information received in 2009, via telephone. The sales representative reported that during surgery the surgeon was attempting to implant infix then the pin would not touch with the locker and would not allow the locker to engage. The surgeon explanted the infix construct and implanted another one. The sales representative had another locker in another kit. It was flashed for sterilization and used to lock the replacement infix construct and finish the case. There was a 20 minute delay in surgery.

Manufacturer narrative:
Evaluation is pending.